Event description:
It was reported that a product labeled on the internal blister as an intergard igk0006-70, (B)(4), lot 07c29 was found in a box labeled as an intergard igk1809, (B)(4), lot 07c29. There was no patient injury as the device was not used.

Manufacturer narrative:
The complaint device was returned to the manufacturer and the product inspection confirmed that an intergard igk0006-70 was found in the box labeled as an intergard igk1809. The review of the device history records indicated that the batch no 159635 and batch no 159642 were consecutively packaged on april 3, 2007. It is believed that the product igk0006-70 (B)(4) was packaged in a box labeled as a product igk1809 (B)(4) and vice versa. Note that the product labeled as an igk0006-70 (B)(4) was shipped in (B)(4) on july 2, 2007 and was reported to have been implanted on (B)(6) 2007. The investigation indicated that the mislabeling occurred at final packaging in april 2007 and was due to a human error. Please note that since april 2008, a new organization in packaging operation has been implemented for the intergard product ranges to prevent the re-occurrence of event of same nature and cause.